Manufacturer narrative:
The referenced ues-30 was not returned to olympus because the facility intended to discard the ues-30, therefore olympus could not evaluate the ues-30. However, the olympus service engineer checked the ues-30 at the facility and found that it had no abnormality regarding leakage electrical current. According to the literature, it is known that while an electrical surgery, high frequency current is rectified and it produces direct current pulse. Also, it is known that muscle stimulation is attributed to the direct current pulse. The exact cause of the reported phenomenon cannot be conclusively determined, however it is considered that this phenomenon is attributed to following mechanism. During the procedure, the physician touched the patient, or the physician and/or the patient touched a metal part of other device like an operating table accidentally. Consequently the high frequency current flew to both the physician and the patient. Then the high frequency current predispose them to developing the muscle stimulation, they felt the sense of numbness. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is 1 of 2.

Event description:
Olympus was informed that the physician used the ues-30 in combination with the unspecified monopolar handpiece for the unspecified surgical outpatient procedure. During the procedure, the patient and the physician felt a sense of numbness. It was unknown whether the devices were exchanged to another one. The procedure was completed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".